Event description:
During circumcision procedure, the circumcision clamp came off, resulting in a skin tear to the side of the penis. Sutures were required. Although all parts of the clamp were 1.1, the bell appeared not to fit the clamp well.